Manufacturer narrative:
Fowler weldment.

Event description:
It was reported by service report that there was a broken weld on the fowler weldment. No patient involvement or adverse consequences are reported.